Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices were not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: 1) incorrect suture used, 2) improper suture loading. The instruction for use (¿IFU¿) were reviewed and found to provide clear and thorough instructions for use and outline warnings and precautionary measures when using the device such as: - caution: loading the suture from the side opposite the open slot on the suture support shaft will result in a non-functional implant. - caution: do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet. - caution: use only magnumwire suture usp #2 (metric size 5 except for diameter). Use of other sutures will compromise suture locking integrity. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that the eyelet was not capturing the suture on an opus speedscrew anchor. The procedure had to be completed using a backup device, after a 45 minute delays. There were no patient complications reported as a result of this event.